Manufacturer narrative:
Device was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors but a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was unknown. Customer also stated that the screen had frozen display. The customer was assisted with troubleshooting. The customer stated that they were unable to clear the alarm. Customer states they were not able to rewind the insulin pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.